Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an inaccurate delivery issue with the pump. Reportedly on (B)(6) 2015, the patient¿s blood glucose (bg) reading was at 700 mg/dl with symptoms of dehydration and large level of ketones. It was reported that the patient was treated by medical personnel at the hospital with intravenous fluids and insulin via pump. The patient allegedly discontinued pump therapy with no information provided regarding any recent adjustments to the pump settings. No information was provided regarding potential causes for inaccurate delivery, for perceived inaccurate delivery or for bg issues. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Device evaluation: the meter and pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that the last bolus was delivered on the event date. An unexplained loss of prime occurred a day after the last bolus and deliveries were not resumed. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were delivered and recorded corrected.